Event description:
The customer reported a leak when using the coulter act diff 2 analyzer. The leak was described as a drop of fluid that leaked from the probe onto the counter during the startup process. The analyzer did not generate any errors. The customer was not wearing personal protective equipment when the leak was identified. Beckman coulter customer technical support requested the customer acquire the proper personal protective equipment and perform the clean probe wipe procedure as directed in the operator's manual for the analyzer. There were no exposure of mucous membranes or cuts to biohazardous material. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
Beckman coulter customer technical support (cts) referred the customer to the operator's manual for the clean probe wipe procedure. As of (B)(4) 2014, the customer has not contacted cts regarding this or any other issues. (B)(4).